Event description:
It was reported that pump malfunction occurred with displayed malfunction code and no events were noted before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully performed reset without code recurring, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.